Event description:
The advocated called for help with the customer's meter. While troubleshooting, he performed control tests and received 2 results of "lo." The normal control range was 71-103 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.